Manufacturer narrative:
(B)(4).

Event description:
After receiving bad elecsys vitamin d assay results for external quality control material, the customer repeated some patient samples that had been tested since (B)(6) 2017. Of the data provided for 10 patient samples, only the results for eight were discrepant. Refer to the attachment to the medwatch for all patient data. The original results had been reported outside the laboratory. Information concerning which result was believed to be correct for each sample was requested but was not provided. There was no allegation of an adverse event. The reagent lot number was 193844. The expiration date was requested but was not provided. The analyzer had an issue with the "vessel carrier" which was believed to be the cause of the issue.

Manufacturer narrative:
Clarification was received that the customer could not determine which results were correct. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Calibration data provided did not indicate an issue. Quality controls were acceptable. A general reagent issue could be excluded. It was noted the customer had issues with the vessel carrier on the instrument and the measuring cell needed to be changed,